Event description:
Device 4 of 4. Reference MFR report #s 1627487-2011-00362, 1627487-2011-00364 and 1627487-2011-00365. The pt was implanted with an scs system on (B)(6) 2010 including two percutaneous leads and two lead anchors. It was reported that the pt was not receiving effective stimulation. Attempts to rectify this matter via reprogramming yielded limited success. Previous diagnostic test revealed invalid impedance readings for several lead contacts, and a subsequent x-ray showed one of the leads to be kinked at the proximal end of the anchor. Surgical intervention was undertaken to replace the affected lead and anchor. Since the procedure, the pt has undergone two programming sessions, and it was reported that her stimulation coverage and pain control have improved. It is unk from which lot the impacted lead and anchor originated; therefore, all lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.